Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Adhesions were lysed and dissected and part of the previously placed mesh was removed and new mesh was implanted.

Event description:
Attorney's report of patient's alleged abdominal pain, adhesions and partial explant of the mesh due to defective mesh.